Event description:
It is reported that the inner sterile packaging was not sealed properly. The top seal was sitting loosely on the plastic container.

Manufacturer narrative:
This report will be amended when our investigation is complete.